Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator (ICD), the physician over-retracted the setscrew. The setscrew became lost in the grommet seal which was removed. The ICD remains in use. Physician plans to replace the setscrew at a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).